Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; ventricle output connector and upper/lower case are broken. Analysis also found the battery release, battery drawer, and battery drawer o-ring are contaminated. Two side bail covers and leads flex cover are broken. (B)(4).

Event description:
It was reported the ventricular terminal and case are damaged. The device was returned for repair. No patient complications were reported as a result of this event.